Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was completed on (B)(6) 2023 and a 31mm watchman flx laa closure device & delivery system (wds) was implanted. The patient was discharged. On an unknown date around three years after the implant, the patient had a follow up for an unrelated procedure. During that follow up a large thrombus was noted in the whole la. It was confirmed the device still met all position, anchor, size and seal (pass) criteria. The patient was placed back on oral anticoagulation (oac) medication and will follow up at a later date.